Manufacturer narrative:
The pump powered up after the battery insertion then had an unexpected blank display. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat due to blank display. Unable to download history files and traces using thus or perform the carelink upload due to blank display. Pump was cut open to perform visual inspection and found corroded pcba 1, pcba 2, force sensor and motor home switch. The following were noted during visual inspection: minor scratched display window, missing display window cover, scratched case, keypad overlay texture damage, scratched keypad overlay, pillowing keypad overlay and cracked keypad overlay at the select button. The pump did not have a battery installed when received. No damage noted on the original battery cap. The test p-cap and reservoir does lock in place in the reservoir compartment. Using a test pcba 1 and the original pcba 2, the pump had blank display. Using a test pcba 2 and the original pcba 1, the pump had blank display. Blank display was confirmed during analysis due to corroded electronic assembly. Unable to perform the history review 1 week prior to the event date 16-dec-2023 in the pump history file due to blank display on the primary svn 000316721293. Unable to verify bolus delivery, input source of boluses delivered, daily total of all insulin delivered and any alarms/suspends for event date 16-dec-2023 due to blank display on the primary svn 000316721293. Please see data pertaining to svn 000316721294 and event date 11-dec-2023 below. Unable to verify bolus delivery, input source of boluses delivered, daily total of all insulin delivered and any alarms/suspends for event date 11-dec-2023 due to blank display on svn 000316721294. Please see data pertaining to svn 000316721295 and event date 04-dec-2023 below. Unable to verify bolus delivery, input source of boluses delivered, daily total of all insulin delivered and any alarms/suspends for event date 04-dec-2023 due to blank display on svn 000316721295. Unable to perform the functional test due to blank display. Unable to confirm alleged high bgs. Blank display was confirmed during analysis due to due to corroded electronic assembly. Unable to download confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose value of 461 mg/dl at the time of the event. Troubleshooting was performed. The customer visited the emergency room and was treated with an insulin drip. The customer had used the insulin pump system within 48 hours of the reported high blood glucose event. The customer did not use the smartguard auto mode of the insulin pump. No further patient complications were reported. The customer will discontinue the use of the insulin pump and will be returned for analysis.